Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), vaginal haemorrhage ('vaginal bleeding'), menorrhagia ('menorrhagia') and genital haemorrhage ('abnormal bleeding (general)') in a 41-year-old female patient who had essure (batch no. 761616) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and vomiting. Concomitant products included ibuprofen since 2013. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), migraine ("migraines / headaches"), tooth disorder ("dental problems"), female sexual dysfunction ("apareunia"), rash ("rashes"), nausea ("nausea") and fatigue ("fatigue") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 2 years after insertion of essure. On an unknown date, the patient experienced pelvic pain ("pelvic pain") and abdominal pain upper ("left side of stomach pain"). The patient was treated with surgery (ablation, ablation on (B)(6) 2013 and hysterectomy with unilateral salpingectomy). At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia, genital haemorrhage, dysmenorrhoea, dyspareunia, migraine, tooth disorder, female sexual dysfunction, rash, nausea, weight increased, weight decreased and fatigue had not resolved and the abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, rash, tooth disorder, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: the right side has been removed. The left side has not yet been removed. Removal date- (B)(6) 2013. None of her injuries have resolved. She still have one essure implanted. Current weight 176lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: successful. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2019: pfs received: lot number added. Surgery ablation was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), vaginal haemorrhage ('vaginal bleeding'), menorrhagia ('menorrhagia') and genital haemorrhage ('abnormal bleeding (general)') in a 41-year-old female patient who had essure (batch no. 761616) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and vomiting. Concomitant products included ibuprofen since 2013. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), migraine ("migraines / headaches"), tooth disorder ("dental problems"), female sexual dysfunction ("apareunia"), rash ("rashes"), nausea ("nausea") and fatigue ("fatigue") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 2 years after insertion of essure. On an unknown date, the patient experienced pelvic pain ("pelvic pain") and abdominal pain upper ("left side of stomach pain"). The patient was treated with surgery (ablation, ablation on (B)(6) 2013 and hysterectomy with unilateral salpingectomy). At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia, genital haemorrhage, dysmenorrhoea, dyspareunia, migraine, tooth disorder, female sexual dysfunction, rash, nausea, weight increased, weight decreased and fatigue had not resolved and the abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, rash, tooth disorder, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: the right side has been removed. The left side has not yet been removed. Removal date- (B)(6) 2013. None of her injuries have resolved. She still have one essure implanted. Current weight 176lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: successful. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and vomiting. Concomitant products included ibuprofen since 2013. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), rash ("rashes"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and fatigue ("fatigue") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 2 years after insertion of essure. On an unknown date, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), tooth disorder ("dental problems") and abdominal pain upper ("left side of stomach pain"). The patient was treated with surgery (ablation and hysterectomy with unilateral salpingectomy). At the time of the report, the fallopian tube perforation, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, rash, migraine, nausea, tooth disorder, dysmenorrhoea, dyspareunia, weight increased, weight decreased and fatigue had not resolved and the abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, rash, tooth disorder, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: the right side has been removed. The left side has not yet been removed. Removal date- (B)(6) 2013 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - in 2011: successful. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2019: pfs received. Reporter and patient demographics were added. Medical history and concomitant drug added. Updated suspect drug indication. Event injury updated to new events abnormal bleeding (general), vaginal bleeding, menorrhagia, apareunia, rashes, migraines / headaches, nausea, dental problems, dysmenorrhea, dyspareunia, perforation (fallopian tube(s)), weight gain, weight loss, left side of stomach pain and fatigue added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.